Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 3 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was good. No significant finding was observed during the removal surgery. The patient will need another surgical intervention and reimplant.